Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc.(bwi) product analysis lab received the device on 03-jan-2023. The device evaluation was completed on 08-feb-2023. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed the pebax to be broken and it had holes with internal components exposed. The device was connected to the carto 3 system and the device was recognized correctly; however, device was not visualized since error 105 appeared. This issue could be related to the reported event. A manufacturing record evaluation was performed for the finished device 30782822m number, and no internal actions related to the reported complaint condition were identified. The reported force issue was unable to be duplicated during the product investigation; however, the hole in the pebax could be the cause. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)¿ paroxysmal procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed the pebax to be broken. Initially, it was reported that there was a force issue. During the procedure, the force value could not be zeroed. A second device was used to complete the procedure. No adverse patient consequences were reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 08-feb-2023, that the pebax was broken and it had holes with internal components exposed. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 08-feb-2023.